Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant high out of range shock values were noted when it comes to this right ventricular lead. After the pocket was cleaned values were still out of range. A repositioning of the lead was performed, but the value of the shock impedance was similar. A lead issue was suspected thus a new lead was used. This lead will be returned. No adverse patient effects were reported.